Event description:
On (B)(6) 2012, the patient contacted animas, alleging difficulty unlocking the pump with the up and down arrow buttons, and would have to try several times to unlock the pump. The patient denied trauma to the pump or damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/03/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed but the button symbols were worn off, which has no effect on insulin delivery. During testing, the original complaint of difficulty unlocking the pump using the up arrow and down arrow was not confirmed or duplicated; all of the keypad buttons were found to respond appropriately. There was evidence of contamination found under the up arrow and contrast button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.